Event description:
Customer states during patient set up- unit alarmed: proximal pressure sensor autozero failed alarm on screen. Per customer biomed, complaint was duplicated and noted the following error code in the event log: 110a proximal pressure sensor autozero failed. Investigation is ongoing.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with a quote to have the device repaired; however, it was noted in the servicemax record, that the quote was rejected. No further assistance was provided by philips, as a result, it could not be determined if the device was repaired or if the issue was resolved. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.